Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted controller event log file contained events on 31dec2025 from 10:45:44 to 18:23:10, per the timestamps. The log file captured events associated with the pump implant procedure on 31dec2025. Intermittent low flow alarms became active at 16:52:41 and subsided when the pump speed was increased. Following the speed increase, the log file captured occasional low flow alarms as well as several low flow fault flags that were not sustained long enough to activate a low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Incidental findings: harmonic compensation and transient rotor noise fault flags the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 "heartmate touch¿ communication system" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also explains that changes in patient condition can result in low flow. Section 4 also states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 of the IFU and section 5 of the patient handbook, ¿alarms and troubleshooting¿, explains system alarms and the recommended actions associated with them. Section 8 of the patient handbook also contains a section on handling emergencies. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that on the day of device implant the patient had abrupt low flow alarms with a rate of 1.5 liters per minute (lpm) or less on 500 rotations per minute (rpm) that had been 3.80 to 4.0. Speed was increased to 6300 rpm and flow went up to 2.2 lpm. Transesophageal echocardiogram (tee) was unrevealing. Review of the submitted log files captured low flow alarms and rotor instability flags. The log files also captured an intentional pump stop button press during the implant procedure. The clock corrupt, backup battery not installed, and low speed advisory events were associated with the pump implant procedure.